Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device has been exposed to strong magnetic field such as body scan. The customer did not reported an e70 alarm. The customer was able to complete the rewind process. The customer found 1 motor error and performed displacement test and it passed. The customer was assisted in performing manual prime/fill tubing and motor alarm did not recur. The customer was advised to monitor the pump. The customer stated that she got a no delivery alarm yesterday because the reservoir was not locked in the pump.